Manufacturer narrative:
Analysis confirmed the customer's stylus/touch screen issue. The connector between the xy board and overlay was cleaned and re-seated and the stylus was re-calibrated. The hard drive was reconfigured and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a display issue with the programmer. The pen had an erratic touch on screen. A second pen was used but the issue was unresolved. There was no patient involvement. It was further reported that the programmer was returned for service.